Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead perforated through the superior vena cava (svc) into the outside of the blood vessel. It was noted that the operator encountered difficulties with the lead delivery. The lead was explanted. No further patient complications have been reported as a result of this event.